Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm applied an intra-aortic balloon (iab) and trainer to confirm there was no blood pressure signal. The blood pressure input cable was replaced and the iabp was tested to confirm blood pressure signal was functioning. The iabp was returned to clinical use.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had no blood pressure reading. There was no known harm or injury to patient and no adverse event was reported.